Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) investigated the issue further and found out that the temperature sensor and thermoelectric cooler required replacement. Afterwards the compressor started working properly and was cleared for clinical use.

Event description:
Manufacturer's ref. #: (B)(4).